Event description:
It was reported that "during the procedure, the operating physician observed the dilator crushed and bent." There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine". No additional medical intervention was reported beyond removal of the affected device, and the procedure was completed following replacement with another device.

Manufacturer narrative:
(B)(4)